Event description:
It was reported that the user experienced intermittent bluetooth communication issues between a dexcom g7/g6 sensor and the ilet, resulting in signal loss to the ilet only; troubleshooting included toggling between dexcom g6/g7 in the ilet and re-entering the sensor code, with advice to allow time for reconnection, and blood glucose levels were unaffected, indicating no clinical concerns related to the event. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a transient sensor communication disruption consistent with a known brief sensor issue, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of sensor signal.